Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer experienced elevated blood glucose levels of 400 mg/dl. The customer reported the infusion set site fell out and tried to stick it back in but later determined it was lodged outside of the skin. Customer replaced the site and delivered a manual injection to stabilize glucose levels. Customer was unable to provide infusion set manufacturer.